Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. Investigation - evaluation: a review of the complaint history, instructions for use (IFU), trends and quality control was conducted during the investigation. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined.

Event description:
Customer reported that the device was used in an angioplasty/ leg run-off procedure. The device broke at the hub while the attending was attempting to remove the device. "Everything was removed from the patient's body" and the procedure was completed with a new device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No further event or patient information was provided.